Event description:
This event involved a patient who experienced overheating with his controller approximately seven months post heartware lvad implantation. The patient reported that his hvad controller (con003299) was feeling significantly warmer than usual. The patient brought his controller into the clinic to have the controller assessed and the site staff reported that the controller felt ¿unusually warm¿. In addition, it was also noted by the site staff that the front display panel did not display any vad parameters or information (i.e. Speed, flow, power). Furthermore, when the controller was connected to the system monitor, no vad parameters, information or waveform were displayed on the monitor. The site confirmed that the driveline and power sources were appropriately connected. The two battery indicators were appropriately displaying full battery power and the pump was noted to be operating based on auscultation. No audible or visual alarms were noted. No clinical concerns were noted with the patient. The site staff performed an elective controller exchange and the patient tolerated the controller exchange well. The new controller displayed normal operating parameters (speed 2700, flow 5.7, power 4.2) with no audible or visual alarms noted. The problem was resolved without patient injury.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller (B)(4) in relation to the reported event. This included clinical evaluation, log review/analysis, visual/functional testing and review of manufacturing documentation. The controller passed all visual and functional testing and analysis. Additionally, the controller was tested at an elevated temperature in a temperature chamber and once again passed all functional testing with no signs of overheating or display failure. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. A review of the controller log files could not confirm any failure mode. The exact cause of the reported event could not be determined. Based on the review of all available information, there was no evidence to suggest that the event was related to a device defect.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.